Event description:
Reporter indicated that the pt has been having difficulties swallowing since implant. It was reported that the pt had a history of swallowing problems, that the neurologist was unaware of before the vns was prescribed. The pt has a pre-existing g-tube and has the congenital condition trisomy-8. It is not known whether or not the difficulties have increased over the baseline. The pt's family reports that they feel that the swallowing difficulties are decreasing over time. Physician believes that the pt's swallowing difficulties may be related to intubation during implant surgery. The family members are currently de-activating the generator with the magnet while the pt eats. Pt is able to eat a puree diet at this time. Pt has seen a gl specialist, but results of that visit are unk at this time. At office visit on 5/2002, the device pulse width and frequency were decreased. The pt's family do not wish to program the device to off until the swallowing issue resolves because the pt's seizure frequency has decreased from over 100 seizures per day to approximately 10 seizures per day with the vns. Attempts to obtain additional info have been unsuccessful to date.